Manufacturer narrative:
If explanted; give date: n/a (not applicable). The lens remains implanted. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient is experiencing blurred vision and see''s rays like a sword of light when he drives at night with an intraocular lens (iol) in the left eye. About two weeks after surgery in the second eye (right eye), the patient started driving at night and noticed the headlights on on-coming traffic looked like rays of light coming off of it. The visual issue significantly interferes with night driving. The patient is scheduled to have a laser treatment on (B)(6) 2020. No additional information was provided to johnson & johnson surgical vision. Patient had bilateral lens implants. This report captures the lens implanted in patients left eye. A separate report will be filed for the right eye.